Manufacturer narrative:
A document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified. Probable cause for the electrical failure is wear and tear. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). (B)(4). Field service specialist (fss) visited the account and carried out a series of flap cuts in agarose gel, using the same settings as used by the surgeon. The fault could not be replicated, both in user mode and service mode. The customer had a video of the affected treatment, and it could be seen that, for the first 35 percent of the flap cut, the galvos did not position the beam across the full expected width of the flap cut. Fss reseated all connections and boards, and reviewed user settings to ensure all were correct. He replaced the a board and the galvo block assembly. He aligned the beam and calibrated all video displays. All system checks and calibrations were carried out. The system meets all amo specifications. In addition fss completed several burn-in tests, amounting to 250 procedures, without issue. There was no reoccurrence of any errors or issues. Fss re-visited account a week after and a complete check over of the beam delivery system and the error handling elements was done and 2 cables, galvo interface to analog io and digital io board were replaced as a preventative measure. All system checks and calibrations were completed and the system meets all amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that patient had incomplete flap created in right eye. Surgeon decided not to lift flap and patient's surgery was aborted to come back at another time for surface treatment. No loss of vision reported. Patient was treated with topical steroid and antibiotic 4 times a day for 7 days, no bandage contact lens used. Surgeon reported that patient had adverse reaction as flap was never lifted. On (B)(6) 2014 it was reported patient's spectacle corrected distance visual acuity (dcva) is unchanged vs pre operation. Surgeon reported that presented with subconjunctival hemorrhage due to the re-docking two times. The eye is quiet and should not come any harm but she will not now be able to proceed with lasik in that eye. Patient will let surgeon know whether or not she is keen to proceed with surface laser treatment once the subconjunctival haemorrhage has cleared.